Event description:
It was reported that the patient developed a (B)(6) infection "through" dialysis. The device and leads were removed and will be replaced at a later date. There were no device performance related issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4): the full lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation had a breached depression. The outer insulation had cosmetic depression. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was apparent explant damage. There was blood in/on the helix/lobe mechanism and the helix/lobe was distorted/bent.